Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported they felt a sudden increase in stimulation, and was startled and fell, resulting in a fracture, so the fracture was being treated. This resulted in surgical intervention. The setting when it fell was group c, which had strong stimulation, and group b, which had weak stimulation. The issue has resolved. Additional information was received. The patient is during fracture treatment. The stim was switched to group b with less stimulation. Regarding the place the patient fractured, the hospitalization, they were asked but unknown. Cause of the sudden stim increase is not known. They switched it to group b with less stim and the issue has resolved.